Event description:
Pt had blood sugar monitor report >300 mg/dl and gave extra insulin dose. The same happened one hour later. They gave extra insulin again. Shortly afterward they had a generalized tonic clonic seizure from low blood sugar. Reporter called the company and they said there had been "problems" with the blood sugar monitor.